Manufacturer narrative:
Concomitant: product ID 37751, product type recharger. Product ID neu_unknown_lead, product type lead. (B)(4)

Event description:
It was reported that after implant the patient¿s legs became weak, their joints felt like they had arthritis, a chronic-low grade temperature, burning at the battery, and pain everywhere the leads, battery, and paddle were implanted. The patient had so much weakness in their legs that they had trouble walking and had to have it removed. After explant the patient still had arthritic symptoms and back pain. No follow-up was possible as there were no patient or physician identifiers.